Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged without resolve. Testing of the device revealed abnormal function. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.